Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead may be experiencing oversensing. Cpi technical services discussed several non-invasive evaluation techniques with the health care professional. The physician elected to leave the system as is and retest for oversensing at the patient's next follow-up. This report will be updated if further information becomes available.